Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage to keypad traces. Insulin pump had minor scratches on lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump had a sticky act button. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back-up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.